Event description:
Initial report by foreign reporter, rec'd with device returned for analysis, stated that pt receiving intrathecal baclofen experienced respiratory depression and seizures - "pump seemed to overinfuse". Also detailed issues relating to several programming scenarios and "lack of effect". Follow up info rec'd from the co rep for the area related that the physician stated that the respiratory depression and seizures a bolus for every 8 hours but programmed it for every 8 minutes instead and that caused the respiratory depression and seizures. The "no effect" report referred to the pt's underlying spasticity showed no improvement.